Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient called to report that it feels like their device is shocking them. Follow-up was conducted and from the information obtained it was reported that the patient has not contacted the clinic about the shocks. The next scheduled appointment is in (B)(6) 2012. If any additional relevant information is received it will be added to the event. The device remains in use. No further patient complications have been reported as a result of this event.